Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate shock and anti-tachycardia pacing (atp) therapy during an episode of atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) analyzed device episode data and found that 2 shocks and 6 bursts of atp were delivered for a heart rate around 230 beats per minute (bpm). After the second shock the rhythm converted to sinus tachycardia. There had been another episode approximately 2 months prior where an inappropriate shock was delivered for the same reason. Ts provided reprogramming recommendations as troubleshooting. No additional adverse patient effects were reported. Currently, this ICD remains in service.